Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of abortion spontaneous ("miscarriage with these in place (1st miscarriage)") and pregnancy with contraceptive device ("medical device removal/after she had the essure procedure, she never followed up for post procedure hysteroscopy and would later end up getting pregnant and needing surgery in the form of a salpingectomy") in an adult female patient who had essure inserted for female sterilisation. Product or product use issues identified: device ineffective ("device ineffective"). The patient had a medical history of renal insufficiency, hypertension, acute kidney injury, haemorrhage in pregnancy (spotting after having received a positive urine pregnancy test), abnormal uterine bleeding, hypertension, miscarriage (2 miscarriage), migraine headache, parity 4, multi gravida, endometrial ablation and abnormal uterine bleeding. Previously administered products included: methamphetamine [metamfetamine hydrochloride]. The patient had a family history of heart failure, dementia and diabetes. On (B)(6) 2014, the patient had essure inserted. An unknown time later she experienced abortion spontaneous (seriousness criterion medically important) and pregnancy with contraceptive device (seriousness criteria medically important and intervention required). The patient was treated with surgery (salpingectomy). Essure treatment was not changed. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. The patient's treatment dates suggest potential fetal exposure to essure during the second trimester. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abortion spontaneous and pregnancy with contraceptive device to be related to essure administration. The reporter commented: 2 coils were seen outside the tubal ostia on the left side. The right side, the device sucked up higher and only 1 coil could be visualized case created for 1st miscarriage. Diagnostic results (normal ranges are provided in parenthesis if available): [pregnancy test] in (B)(6) 2019: positive. Gest age at 17 weeks. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 10-jan-2024: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of abortion spontaneous ("miscarriage with these in place (1st miscarriage)") and pregnancy with contraceptive device ("medical device removal / after she had the essure procedure, she never followed up for post procedure hysteroscopy and would later end up getting pregnant and needing surgery in the form of a salpingectomy") in an adult female patient who had essure inserted for female sterilisation. Product or product use issues identified: device ineffective ("device ineffective"). The patient had a medical history of renal insufficiency, hypertension, acute kidney injury, haemorrhage in pregnancy (spotting after having received a positive urine pregnancy test), abnormal uterine bleeding, hypertension, miscarriage (2 miscarriage), migraine headache, parity 4, multi gravida, endometrial ablation and abnormal uterine bleeding. Previously administered products included: methamphetamine [metamfetamine hydrochloride]. The patient had a family history of heart failure, dementia and diabetes. On (B)(6) 2014, the patient had essure inserted. An unknown time later she experienced abortion spontaneous (seriousness criterion medically important) and pregnancy with contraceptive device (seriousness criteria medically important and intervention required). The patient was treated with surgery (salpingectomy). Essure treatment was not changed. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. The patient's treatment dates suggest potential fetal exposure to essure during the second trimester. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abortion spontaneous and pregnancy with contraceptive device to be related to essure administration. The reporter commented: 2 coils were seen outside the tubal ostia on the left side. The right side, the device sucked up higher and only 1 coil could be visualized case created for 1st miscarriage. Diagnostic results (normal ranges are provided in parenthesis if available): [pregnancy test] in october 2019: positive gest age at 17 weeks quality-safety evaluation of ptc: for essure: the complaint reason is a known phenomenon for this product and is taken into account in the device risk assessment. Trend analyses of the complaint reasons are reviewed regularly. The trend analysis shows that none of the cases where these medical events were reported were associated with a confirmed quality defect based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.